Event description:
According to the nursing staff, the patient was oob (out of bed) and the bed alarm failed to alarm timely. When they heard the alarm, the patient was already on the floor. Thus, the staff feel that there was a delay in the alarm.